Manufacturer narrative:
Host tissue/ pannus formation. Additional manufacturer narrative - the reported device was not returned to manufacturer. Without return of the explanted device the reported clinical observation could not be confirmed. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that an edwards aortic pericardial valve, implanted in the pulmonic position, was explanted due to central regurgitation secondary to pannus formation after an implant duration of three (3) years. The patient was is noted to be young. Attempts to retrieve the device have been unsuccessful.